Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information,there was fluid loss in the system that the md exchanged in (B)(6) last weekend. The device was inserted 2-4 yrs ago and had been working well. On exchange fault with the cylinders nor pump, nor tubing, or connector could not be found. The reservoir was left in place.

Manufacturer narrative:
This follow-up MDR is created to document the additional device information, date of event, and the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no visual or functional abnormalities with the returned components. The information received indicated "reservoir leak," but because no functional abnormalities were observed with the returned components, quality is unable to confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4770794.